Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was high impedance and high threshold, resulting in the rv (right ventricular) lead being programmed to unipolar, with possible lead fracture noted. Later during device changeout for eri (elective replacement indicator), the lead was capped and replaced. No patient complications have been reported as a result of this event.